Event description:
This is the same event and the same patient reported under MDR ID # 2939859-2002-00011. This is the first MDR submitted for the first suspect product. The evening after injection with two formulations of bovine collagen the patient developed bruising and later a scab and an open sore with erythematous margins. The physician used topical silvadene, and keflex 500mg., p.o. Qid times 7 days. Within 9 days the sore was healed and the symptoms were resolved.